Manufacturer narrative:
The pump passed the full functional tests, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm was noted during testing. The pump error 25 alarm and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. The format history file analysis confirmed pump error 63 was due to poor solder joints at the ambient light sensor on the keypad assembly. The pump was received with a scratched case, a fading serial number label and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of insulin flow blocked alarm when the customer woke up. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed hardware low level failures. The insulin pump was returned for analysis.